Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver was charged and booted up. Functional testing was performed and failed. Manual 'try it' test was performed and no sound was heard. Manually set the sound level to 55 and there was no sound heard. The root cause was determined to be a defective speaker assembly. A global receiver communication tool test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.